Manufacturer narrative:
Eval: injector lot number search, cartridge lot number search. Results (other): an injector lot number search was performed and three similar complaints were found. A cartridge lot number search was performed and two similar complaints were found.

Event description:
The reporter stated the surgeon inserted an eyeonics lens, but the lens tore. The lens was removed with no pt injury. The reporter stated, it was the surgeon's opinion that the likely cause of the iol damage was due to the msi-pf injector and the foam tip plunger.